Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11035. It was reported, the patient had invalid impedance on one of his peripheral leads (off-label), and reprogramming was unable to provide full stimulation coverage. It was reported, the issue started just after a biopsy procedure. The physician opted to undertake surgical intervention, and one of the leads was replaced. Since it was undetermined which lead was removed, both leads will be reported.

Manufacturer narrative:
Evaluation: results the complaint was confirmed. As received, the lead was returned complete. The returned lead revealed a compression mark and a fracture with all wires broken. When the anchor was aligned to the compression mark, the location of the broken wires corresponded to the distal end of the anchor. The fractures are consistent with overstress the lead was subjected to at the distal end of the anchor while implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.